Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the effect of the fall on the implant was unknown, issue has not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had no control of their bladder whatsoever and that their urine just leaked out. The patient stated the issue had been going on for at least a year and that they were going through probably 3-5 diapers a day but that the stimulator was still working and they could go between programs and change the level. Patient services asked the patient if they had made their way through all of the programs and the patient stated they had and that the therapy was on and they were feeling the stimulation in the bike-seat region. Patient confirmed they'd had a fall but the fall happened before their symptom issue began and they had a right shoulder replacement surgery in (B)(6) 2024 and it seemed like the therapy issue started after that, which contradicts the patient's previous report that the therapy issue had been going on for over a year. Patient services redirected the patient to follow up with their healthcare provider (hcp) to discuss their issues and to check the implanted system.